Manufacturer narrative:
Product event summary: the proximal segment of the lead was returned, analyzed andanalysis and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage.

Event description:
It was reported that the right ventricular (rv) lead was oversensing due to a suspected lead fracture. During the laser lead extraction of the rv lead, the patient¿s blood pressure was lost and cardiopulmonary resuscitation was initiated. The patient¿s chest was opened and was placed on bypass; however, the patient expired.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: product ID: 4524 implanted: (B)(6) 1994. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.